Event description:
During cardiac ablation procedure with a varipulse/qdot catheter, the patient experienced stroke/cerebral infarct. The report indicated during a cti (cavo tricuspid isthmus) line was done with qdot micro catheter, followed by atrial fibrillation ablation with the varipulse catheter. Before any ablation with the varipulse occurred, an error occurred on the pump when the varipulse was in the left atrium. The physiologist accidentally flushed the catheter before the flow was closed to the patient for approximately 1 second. The doctor then took the catheter out and the medical team flushed outside of the body. Everything else about the procedure was normal. Act (activated clotting time) was above 350 before ablation as stated in varipulse IFU (instructions for use). 28 lesions were done including posterior wall. The product was not used in a clinical trial. The stroke/cerebral infarct event was discovered when the patient was waking up from general anesthesia. The surgery was not prolonged due to the event. Two reports have been submitted for this event, one for the varipulse and one for the qdot. This report is for the qdot.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).